Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was 274 miu/ml. The repeat result from a different e411 analyzer was 440 miu/ml. Patient 2 initial result was 274 miu/ml. The repeat result from a different e411 analyzer was 380 miu/ml. The customer questioned the initial results as both patients had the same result and repeated the samples. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct. The hcg + b reagent lot number was 58457905 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer (fse) found the teflon coating of the sipper probe had worn off causing carry over. The fse replaced the sipper probe and performed preventive maintenance. Instrument performance testing was acceptable. Calibration was acceptable. Qc data showed results that were outside 3 standard deviations. No issues were identified on the alarm trace data. The investigation determined the issue found by the fse was the cause of the event.